Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg failed to communicate with any programmers and the battery was found to be depleted. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6)2002. It was reported that the system was explanted on (B)(6)2008 due to loss of ability to communicate with the ipg. The pt had not used the system for one and a half years. She had suffered a serious fall on the side of the implant around the same time and could not get communication from that point on. Follow-up on the pt found that no further issues have been reported. The ipg was returned to ans for evaluation. No further info is available.